Event description:
It was reported that the authorized service provider (asp) found a 24v failure while servicing the ventilator. There was no patient involvement. The asp determined the power management (pm) board needed to be replaced. The asp replaced the pm board and all testing passed. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.